Event description:
It was reported by the distributor that while connecting the patient to the dialysis machine, the nurse noticed a leak when the saline solution was injected and microbubbles appeared in the extra-corporeal circuit. Further examination of the device revealed a crack on the arterial branch of the catheter.